Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open and could not be opened with the key, prevented the user from removing medication. The customer also indicated that this occurred for a period of three days. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be replicated. The customer was able to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed to open and could not be opened with the key, prevented the user from removing medication. The customer also indicated that this occurred for a period of three days. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be replicated. The customer was able to resolve the issue. The system functioned as intended after the customer resolved the issue.